Manufacturer narrative:
According to the complainant the device will not be returned for investigation. Additionally, cloud data is unavailable for investigation as no device identifier was provided. We are unable to determine if any product condition could have contributed to the reported event. No lot release records were reviewed, as the product lot number was not provided. Locked down smartphone: not available. Omnipod software app version: not available. Operating system: not available. Hardware: not available. Cgm sensor type: not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
The patient reported their omnipod 5 personal diabetes manager did not deliver a programmed bolus resulting in elevated blood glucose level of 24.4 mmol/l (439 mg/dl). No additional information was provided.